Event description:
It was reported that the patient was currently in program 3 at 1.40 the patient reports never having therapeutic effect. She doesn't think she had the setting right, thus she was not emptying her bladder. Patient reports having pressure above her anus when sitting. The patient was to monitor symptoms and make adjustments if necessary. The patient's status was unknown. Patient had appointment with hcp (healthcare provider) next week. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0tdh6, implanted: (B)(6) 2015, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).